Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as a system error 345. The device was found out of specification. The customer reported system error after runs for 1/2 hours was not reproduced during evaluation. A review of the event history log identified system error 345 alarms. The upstream sensor and downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error after runs for 1/2 hours. There was no patient involvement. No additional information is available.